Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the rigid scope had a broken lens. The issue occurred during the unknown event. There were no reports of patient harm.